Manufacturer narrative:
Analysis of the lead model 3889-28 lot # va0ee47 showed no significant anomalies. The outer insulation of the lead was separated in the body of lead at the butt joint at the proximal end consistent was explant damage. Electrical testing determined the continuity was complete with no electrical shorts seen between the circuits. The distal end of the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information pertains to the lead only. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0ee47, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a depleted battery replacement. Impedances were run and there were errors on all connections before the surgery. When the physician removed the battery from the lead, they noticed the sheath the covers the lead was moving freely away from the top electrodes leaving the wires exposed. The damaged lead was replaced. No symptoms or further complications were reported.